Event description:
Info received from a nursecomm call indicates that pump alarms error code 13.

Manufacturer narrative:
Pump was not returned. Contact attempt was made to the customer and received a response that the customer did not have the pump serial number because pump was replaced by the provider. The pump was not attached to the pt at the time of incident.